Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of coronary artery disease (cad) with stenting, pneumonia, hyperlipidemia, human immunodeficiency virus (hiv), recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and left knee surgery. The indication for the filter placement was reported to be a recurrent left leg dvt. The filter was implanted via the right internal jugular vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well and without complications. Approximately eight years and ten months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted and that filter strut(s) had perforated outside the wall of the inferior vena cava (ivc) with or without involvement of an adjacent organ and/or vessel. The patient further reported having experienced mental anguish and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: filter is tilted and extends beyond the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records provided, the patient¿s medical history included coronary artery disease (cad) with intracoronary stenting, pneumonia, hyperlipidemia, positive for human immunodeficiency virus (hiv), recurrent deep vein thrombosis (dvt) pulmonary embolism and left knee surgery. Per the patient¿s implant records; the filter was implanted due to recurrent left leg dvt. Using ultrasound venous access, the cordis optease filter was delivered just below the renal veins, and a venacavogram using fluoroscopy confirmed placement of the filter below the renal veins. The patient tolerated the procedure very well. There were no complications. The patient was sent to recovery room in stable condition. Approximately eight years and ten months after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the abdomen for ivc filter evaluation. The CT scan revealed filter tilt, filter perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel, and a small stone in the inferior collecting system of the right kidney. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports suffering from fear that the filter might cause further damage as it has not yet been safely removed.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: filter is tilted and extends beyond the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records provided, the patient¿s medical history included coronary artery disease (cad) with intracoronary stenting, pneumonia, hyperlipidemia, positive for human immunodeficiency virus (hiv), recurrent deep vein thrombosis (dvt) pulmonary embolism and left knee surgery. Per the patient¿s implant records; the filter was implanted due to recurrent left leg dvt. Using ultrasound venous access, the cordis optease filter was delivered just below the renal veins, and a venacavogram using fluoroscopy confirmed placement of the filter below the renal veins. The patient tolerated the procedure very well. There were no complications. The patient was sent to recovery room in stable condition. Approximately eight years and ten months after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the abdomen for ivc filter evaluation. The CT scan revealed filter tilt, filter perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel, and a small stone in the inferior collecting system of the right kidney. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports suffering from fear that the filter might cause further damage as it has not yet been safely removed. According to the information received in the redacted-amended legal brief, the patient additionally reports perforation into organ.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease retrievable vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and extends beyond the inferior vena cava (ivc). The patient is reported to have a history of coronary artery disease (cad) with stenting, pneumonia, hyperlipidemia, human immunodeficiency virus (hiv), recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and left knee surgery. The indication for the filter placement was recurrent left leg dvt. The filter was implanted via the right internal jugular vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well and without complications. Approximately eight years and ten months post implant, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted, and that filter strut(s) had perforated outside the wall of the inferior vena cava (ivc) with or without involvement of an adjacent organ and/or vessel. The patient further reported having experienced mental anguish and fear associated with the filter. Additional information received from the patient indicated that the filter has perforated into an organ. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuousness. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and extended beyond the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: filter is tilted and extends beyond the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, & other damages.